Event description:
This lead was implanted on (B)(6) 1996 and was capped on (B)(6) 2013. A call to technical services was made on (B)(6) 2013 and it was noted that the left sided system was abandoned and changed to vvi 30 due to issue with the patch and lead. Patient also had chronic pocket infection that was treated with IV antibiotics. A new single lead ICD system was implanted on patient's right side. The physician was dr. (B)(6) at (B)(6). No additional information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).